Event description:
During a colonoscopy for this patient, the hot snare 27mm hex sheath was noticed to be broken and split in 4 pieces when the gi tech open the snare per doctor instruction. Nothing was dislodged inside patient. The malfunction snare was then removed and replaced with a functional one. Charge rn made aware. Manufacturer response for hot snare, captivator - medium hexagonal - stiff 27mm (per site reporter). Clinical site corresponds with the manufacturer directly about the event and item returns.